Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified nephritis. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 20 atmospheres for 20 seconds. The device was removed through sheath, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 40% stenosed target lesion was located in the moderately tortuous and moderately calcified nephritis. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 20 atmospheres for 20 seconds. The device was removed through sheath, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 13mm distal from the proximal marker band. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft and no damage to the tip.